Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the smart remote manager failure. The field service engineer checked the latch and found no issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager on device pmc-era has been failing multiple times over the weekend and need an field service engineer to resolve the issue. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.